Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the pediatric patient experienced inaccurate cgm values. The evening of the day of the event patient was at home when they began experiencing symptoms of hyperglycemia and had a headache, dizziness, shakiness, and extreme thirst. The patient was brought to the hospital by the parent. When a fingerstick was taken the cgm reading was low, and the blood glucose reading was 21.5 mmol/l. The nurse administered an insulin to help bring the patient's blood sugar levels down. Even though it was stated as an insulin shot, the exact route of the insulin treatment could not be confirmed. After a couple of hours, the patient¿s condition had stabilized, and they were discharged from the hospital, feeling much better. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.